Manufacturer narrative:
On march 25, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with two 275cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), breast asymmetry, and right breast implant device migration, post-procedure. In addition, the patient also suffered significant bruising on the left breast, which they had to undergo draining of blood on two occasions. The left breast was described to be up too high and tight and the right breast was down low, with its pocket stretched, resulting in lateral drift when the patient laid on their back. As a result, the patient underwent left breast capsulotomy, partial capsulectomy, right breast capsulorrhaphy, and bilateral removal and then bilateral replacement with the following devices: (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 7725500 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9512468 sn: (B)(4). This medwatch form is for the right breast prosthesis.